Event description:
It was reported that on a remote monitoring transmission, possible false positive episodes occurred due to oversensing and over counting t-wave on atrial fibrillation episodes and the ventricular tachycardia episodes appeared to have undersensing and over counting of t-wave. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).